Manufacturer narrative:
No product will be returned for evaluation.

Event description:
He stated that his infusion device "alarmed" displaying a "77" and"3.01" on the screen. He stated that the power pack had been in use for over two weeks. He acknowledged that he had been using a power pack affected by the recall. He replaced the affected power pack with a corrected power pack that he had recently received, which corrected the problem. No physiological effects were reported. The patient did not require medical assistance from a healthcare proffesional or second party to address the issue. No product was requested to be returned.